Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the pump shut off in the middle of the night due to the battery issue. The customer stated the battery depleted faster when the battery gauge reached 20%. The customer¿s blood glucose (bg) level was 500 (mg/dl). The customer charged the pump, loaded a new cartridge and took a manual injection to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.